Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 1st clip was fired, the 2nd clip did not reload properly so the scrub nurse manually removed the 2nd clip from the jaws of device. The device was then put back through the trocar and when the surgeon tried to apply the 3rd clip, a piece of the jaw mechanism fell out into the patient's abdomen. This was retrieved laparoscopically. A new er320 was opened (from a different batch) and the procedure was completed. Procedure prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.